Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a c501 analyzer. The sample initially resulted as 161 mmol/l for sodium, 4.5 mmol/l for potassium, and 85.2 mmol/l for chloride. The initial results were reported outside of the laboratory. The sample was repeated on the same analyzer, resulting as 137 mmol/l for sodium, 3.5 mmol/l for potassium, and 108.8 mmol/l for chloride. The repeat results were believed to be correct. A new sample was collected from the same patient and tested on the same analyzer, resulting as 138 mmol/l for sodium, 3.68 mmol/l for potassium, and 111.0 mmol/l for chloride. This sample was repeated on a c311 analyzer, resulting as 136 mmol/l for sodium, 3.72 mmol/l for potassium, and 110.7 mmol/l for chloride. The c311 analyzer repeat results from this sample were issued as the corrected results for the patient. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service representative determined that the reference electrode was leaking. He replaced the reference electrode, cleaned out the ise block, and primed a system reagent. He ran ise checks twenty times and calibrated ise tests. The customer ran ise controls. The system was found to be operational. Investigations determined that the issue can be caused disturbances within the sipper probe flow path, such as bubbles, clogging, or grounding effects. Investigations agree with the findings of the field service representative.